Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The UDI is unknown (unk) because the part number and lot number were not provided. The device was not returned for analysis. The lot history record (lhr) could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. The investigation was unable to determine a conclusive cause for the deployment issue; however, the lesion site, which was described as cto may have contributed to the deployment difficulty. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that following pre-dilatation, a supera stent advanced to the superficial femoral artery (sfa) to popliteal chronic totally occluded (cto) lesion without issue. While using fluoroscopy, the stent was implanted without issue noted. It was thought that the entire stent had been implanted per imaging although this might not have been the case. Following, during delivery system removal, resistance was met and the stent was explanted. All was removed from the patients anatomy. Another device was implanted. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided regarding this device issue.